Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer amulet delivery sheath. During procedure, after more than three implant attempts, a pericardial effusion was reported. A pericardiocentesis was performed. After that when patient was stabilized, a 22mm amplatzer amulet left atrial appendage occluder was implanted with success. The patient was reported stable.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer amulet delivery sheath. During procedure, the activated clotting time (act) levels were >300 s and 100 ui per kg of heparin was administered. The patient rhythm was paroxysmal atrial fibrillation. The 25mm amulet partially recaptured 6 or 7 times and fully recaptured 4 or 5 times. After multiple attempts, a 15mm circumferential pericardial effusion and cardiac tamponade were reported. The 25mm amulet device, which was correctly sized for the ostia, but resulted bigger for the distal part of the appendage (persistent pop-out). A pericardiocentesis was performed. After that when patient was stabilized, a 22mm amplatzer amulet left atrial appendage occluder was successfully implanted with the same delivery system. The physician mentioned the cause of effusion was 25mm amulet. The patient was reported stable.

Manufacturer narrative:
An event of patient-device incompatibility (implant-related tissue damage), pericardial effusion, cardiac tamponade and off-label use was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported patient-device incompatibility could not be determined. The patient effects of pericardial effusion, and cardiac tamponade may have been due to procedural complications (multiple recaptures). The reported unexpected medical intervention was a result of case-specific circumstances as the pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note, per amplatzer¿ amulet¿ left atrial appendage occluder, instructions for use, revision c, warnings: if the device is retracted while it is in the sheath, the device and the sheath must both be removed and replaced. Failure to replace both the device and the sheath may result in sheath and/or device malfunction.